Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eol after experiencing one consecutive charge time greater than 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted and returned. There were no allegations against the longevity or functionality of this device. Upon receipt, a product performance issue was noted during initial testing.